Event description:
It was reported that during induction testing this electrode could only sense noise. Ventricular fibrillation (vf) was clearly seen, but the device was not detecting the vf appropriately. Normal sensing was seen in all sensing vectors and impedance measurements were normal. A shock was not delivered due to inappropriate sensing and the patient had to be shocked externally after twenty four seconds in vf. The gain was changed and a second induction test was performed, but the same issues occurred and the patient was once again shocked externally. It was decided to use a new electrode. A new electrode was used no issues. A review of the provided reports by technical services (ts) noted that the observed noise could have been due to potential muscle tetany, likely from the diaphragm impacting the primary sensing vector. Ts discussed options that could have been performed, likely not impacted by myopotential noise. Ts also discussed that with the newly implanted lead if the current conditions are similar to the ones documented, the risk of inappropriate sensing could be present. Ts noted that a thorough sensing performance evaluation would be recommended, with capture of all three sensing vectors and provocative maneuvers/postural changes. This electrode was returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.